Manufacturer narrative:
Approximate age of device ¿ 3 years, 6 months. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted for a spontaneous gastrointestinal bleed. A transfusion of unspecified blood products was performed. On (B)(6) 2016, the bleeding resolved and the patient was discharged home. The implanting center declined to provide additional information.

Manufacturer narrative:
A correlation between the report of gastrointestinal bleeding and the device could not be conclusively determined. The patient remains ongoing on pump support with no further reported issues. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.